Event description:
It was reported to boston scientific corporation that a wallstent biliary stent was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure for treatment of a stricture in the common bile duct, performed on (B)(6) 2012. According to the complainant, the patient's anatomy was dilated prior to the stent placement. During the procedure, the outer sheath of this device became damaged, and it was not possible to deploy the stent. Reportedly the outer sheath broke, and no part detached inside the patient. The device was removed from the patient and the procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.